Event description:
Product analysis for the generator was completed and approved. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. The negative connector shows that the setscrew was fully installed (bottomed out) into the lead channel of the connector block leaving indention marks, which may have prevented lead insertion. The negative connector shows that the setscrew was fully installed (bottomed out) into the lead channel of the negative connector block leaving indention marks. The in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area. A bench in-line lead fully inserted into the pulse generator header, past the negative connector block (lab conditions). An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Physician notes that high impedance was shown both with the electrode in place and after the use of the accessory pack and the provided test resistor. The final implanted generator showed normal impedance at testing with the electrode. The explanted generator has been received for analysis. Analysis is underway but has not been completed to date.

Event description:
It was reported that during a generator replacement surgery, after inserting the new sentiva device, high impedance was detected >9000 ohms. The surgeon notes it was hard to insert the lead in the new generator. After testing with the 502 kit they had the same issue (assuming this means they tested the generator with the test resistor and still received high impedance). She opened a second generator and everything was ok. No additional relevant information has been received to date. The generator has not been received for analysis to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.